Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation. Three events were confirmed during testing. Three devices were found to be affected by a migrated lever. Three devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device had a misaligned lever, which can cause unintended activation. One event had no patient involvement; no patient impact. Two events had no information received.